Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that the physician intended to use the protégé everflex device to treat a lesion. During the procedure the physician found that the stent could not be deployed. The physician completed the procedure using an unknown device. No intervention or injury to the patient is reported. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation without any ancillary device from the procedure. The distal 2 cells of the stent were exposed distal to the outer sheath. There was liquid residue noted in the clear flush line. The sds accepted a 0035" test guidewire without complication. The device was flushed and loaded into the deployment force fixture. There was significant blood residue flushed from the inner/ sheath lumen. The stent deployed with 2.78 lbs. Of force (design specification: { 3.0 lbs.).